Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 15 mm promus stent delivery system (sds) was advanced; however, some resistance was noted with the micro catheter, and the sds was withdrawn. During removal of the sds into the micro catheter, resistance was noted, and the stent dislodged inside the micro catheter. The micro-catheter was removed with the dislodged stent inside, as a unit. The procedure was completed successfully with two non-abbott stents. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot. Guide cath: heartrail 5f il. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. All stent delivery system (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. The non-abbott micro catheter was returned with blood on the shaft. After the micro catheter was dissected, the dislodged stent implant was found and was removed from the micro catheter. The first row at the distal end of the stent implant was smashed. There were bent middle and proximal struts on the stent implant. The noted stent damage most likely resulted from the interaction with the micro catheter. There was no other damage noted to stent implant. The sds catheter was not returned. The micro catheter shaft was wrinkled and smashed distal to the location where dislodged stent implant was found. There was no other damage noted to the micro catheter. A .050 in pin gauge was used to measure the inner diameter of the non-abbott micro catheter. The outer diameters of the stent implant were not measured due to the damage noted to the stent implant. It was reported that when the promus sds was advanced, resistance was noted and the sds was then withdrawn. During removal, resistance was noted again and the stent dislodged inside the micro catheter. Additionally, the lesion characteristics were reported as heavy tortuousity and heavy calcification which likely related to the reported difficulty to position and difficulty to remove which appears to have contributed to the interaction between the sds and the micro catheter. It should be noted that the japan promus instruction for use (IFU) states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. In this case, it appears that the IFU violation contributed the to reported stent dislodgement. The difficulty to position, difficulty to remove and stent dislodgement appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the electronic lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was reviewed and there is no indication of a product deficiency associated with this lot.